Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue clamp of an unspecified access set was broken and stuck inside the pump which resulted in air in line. This occurred in the trauma intensive care unit (ticu) and a patient was connected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.